Event description:
Inflatable penile implant was inserted 1989 at another facility and is now malfunctioning. Pt had surgery 8/8/94 to remove the prosthesis and have new prosthesis inserted. All parts of the prosthesis were removed except the reservoir which the physician was unable to remove. Explanted prosthesis was discarded in surgery per physician's order. The prosthesis implanted on 8/8/94 is made by the same MFR.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.